Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient woke up feeling malaise and the blood glucose result was "hi" on her blood glucose monitor. The patient went to the hospital where she stayed for 4 days. The blood glucose results at the hospital were not provided. The patient was treated insulin via IV for the first two days and insulin via syringe for the last two days while in the hospital.